Manufacturer narrative:
It was confirmed that the discomfort was not at the previous ipg site. As such, it does not meet reportability criteria.

Event description:
Related manufacturer reference number: 1627487-2019-13025. Related manufacturer reference number: 1627487-2019-13026. Additional information received indicates that the discomfort was at the connection point of the extension between the lead and battery, not at the previous ipg site. Surgical intervention was undertaken on (B)(6) 2019 wherein the surgery site was revised to address the discomfort. The scar tissue was removed and the extensions were sutured in.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported patient experienced pain at the ipg site and the ipg was relocated on (B)(6) 2019 (reference MFR report 3006705815-2019-00560). On (B)(6) 2019 it was reported the patient was continuing to experience pain at the original ipg pocket site. The pocket site is to be irrigated as the next course of action.